Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was observed during review of the device's activity log. However, the reported problem could not be duplicated with the device. The high voltage module and system interconnect flex cables were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reported malfunction.